Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the session records revealed noise on the right atrial lead. The patient's condition was good. The physician elected to take no action at this time. The patient would continue to be monitored.